Event description:
Pt reports increased heart rate with light headedness, hearing pounding sounds in right ear 1-2 hours after injection, bloating, pain when injecting. Pt emphasized that she is 5'2" and 110 pounds with very little fatty tissue. Her product complaint is that the needle is dull, which makes it difficult for her to pierce the skin. Pt has appointment to follow up with the nurse. Pt requested a response from manufacture, advised to call manufacture directly. Unknown if pt missed a dose or if defective product on hand for return. Lot number for pen needles was not provided. No further information provided. Unknown if provider is aware. Indication: age-related osteoporosis without current pathological fracture.